Event description:
The customer reported to olympus, the keys did not work and there was no display on the screen of the high-definition lcd monitor. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of keys not working and no display was not confirmed. The device evaluation found printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunctions were not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Correction to h10 device inspection results on the previous report: the device evaluation found no issues, there was no printed circuit board failure. Olympus will continue to monitor field performance for this device.